Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric, 90% stenosis in the mid right coronary artery (rca). After pre-dilatation was performed, the 3.0 x 15 mm rx multi-link 8 was advance; however, the balloon did not inflate. A second 3.0 x 15 mm rx multi-link 8 was successfully used and the procedure was completed after post-dilatation. There was no resistance during advancement or retraction of the device. The physician commented that blood came into an inflation device when the multi-link 8 was inflated so he suspect the balloon rupture for some reasons. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion blue. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.